Event description:
It was reported that during a mid to distal left anterior descending (lad) artery stenting procedure, a promus stent was implanted in the mid lad without reported issues and with post-implantation angiogram, contrast found another lesion 15 mm distal to the originally implanted promus stent. Reportedly, the pre-existing distal lesion could not be seen on angiogram prior to the procedure until the vessel was dilated due to the highly occluded vessel. A promus (2.5 mm) stent delivery system (sds) was advanced and met resistance with either the proximal edge of the previously implanted promus stent or with the calcium in the vessel in the mid lad; therefore, the promus sds was removed and upon removal the stent was found dislodged from the sds. An intravascular ultrasound (ivus) was done and the edge of the dislodged promus (2.5 mm) stent was found free floating in the left main artery (lm) near the initial stent deployed. A 2.0 mm unspecified balloon was advanced and inflated to try to remove the promus (2.5 mm) stent, but upon inflation, the promus (2.5 mm) stent apposed itself to the lm vessel wall and the balloon was unable to remove it. A non-abbott (3.5 mm) balloon was used to post-dilate the promus (2.5 mm) stent to attempt to fully appose to the lm vessel wall "as much as possible", but it was reportedly not fully apposed to the vessel wall. The procedure was abandoned at this point due to the promus (2.5 mm) stent was not large enough to appose to the vessel wall in the lm. There was no adverse patient sequela. The procedure took an hour longer in length; therefore, there was a significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): distal to stent. The device will be returning and a full evaluation after completion will be submitted in a follow up report. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the promus everolimus eluting coronary stent system instructions for use states: place the stent in the distal lesion before the proximal lesion in order to minimize stent dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.